Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a power error that was not cleared during troubleshooting. Blood glucose level at the time of the incident was 126 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Findings: pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Detailed trace analysis confirmed the pump alarmed low battery and then power error alarm was triggered when backup battery unloaded voltage (unloaded vlith) was less than 3.7volts for consecutive 240 minutes. Detail trace confirmed that the root cause is the non-sleep anomaly software error. Insulin pump received with scratched case, end cap address label fading, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.